Event description:
Information was received indicating that the continuous day rate on a smiths medical cadd-legacy duodopa ambulatory infusion pump "ran on 6 ml instead of 4 ml." Per reporter patient subsequently turned off the pump. It was reported that the patient stated they felt "fidgety" all day long. Per reporter patient was in a rehabilitation clinic after "new therapy start in the hospital."